Event description:
It was reported to the manufacturer that the vns patient's device was found to be programmed to deliver stimulation every hour right after implantation surgery. The patient's mother reported that these settings were unbearable to the patient and that the patient "had a bad experience coming out of recovery". The patient was advised to use the magnet to turn the device off. The patient's mother further reports that the neurologist came in to evaluate the patient and interrogated the patient's device. The patient's device was found to be delivering stimulation every hour, so the neurologist turned the device off. The patient's device has been recently programmed to a low dose by the neurologist and is doing well. Good faith attempts to obtain additional information regarding the patient's event have been unsuccessful to date.